Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when deep fixation was performed using intermittent suture technique after suturing through in an open double eyelid repair, the thread of the device broke. To resolve the issue, a new device was used. There was no patient injury.